Manufacturer narrative:
Pt age and weight are not available for reporting. (B)(4). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: dec 2, 2016. Expiration date: jan 1, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) revision procedure was performed on (B)(6) 2017 due to a broken screw, delayed healing, partial non-union, and poor bone quality. It was also reported that post-operative x-rays taken on an unknown date revealed what appeared to be a broken anti-rotation set screw (the screw that is a component of the nail). The original procedure occurred on (B)(6) 2016. At the time of implantation the surgeon did not plan on revising the patient in the future but knew that it was a likely possibility that he would have to revise the patient to a total hip prosthesis due to poor bone quality. During the revision procedure the helical blade and distal locking screw were removed intact. The nail was removed but a fragment from the anti-rotation set screw was embedded in the femoral head. Otherwise the remainder of the nail was removed. Subsequently during the revision surgery, the femoral head was removed along with the anti-rotation set screw fragment to allow for implantation of the total hip prosthesis. The procedure was successfully completed with no surgical delay or reported patient harm. This complaint involves 1 device. Concomitant devices: helical blade (part #: 456.304, lot #: h095099, quantity: 1); unknown distal locking screw, quantity: 1 (unknown part and lot number) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, drawing review, technique guide review and DHR review were performed as part of this investigation. The complaint is confirmed. It was realized that this is probably a case of broken locking mechanism during operation in which fragment was left within the patient. Relevant drawings were reviewed. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Synthes technique guides were reviewed. There are various steps such as: incorrect surgical technique (e.g. Use of excessive force when tightening buttress / compression nut, incorrect nail angle or orientation selected, incorrect aiming arm selection, misalignment of aiming instruments due to forces/loads from user/patient, use of bent / broken / damaged / worn instrument, verification of lock position during insertion of helical blade, a case of soft tissue deflection, that can lead to alignment issue that may result in the complaint condition. It is not possible to determine which step wasn¿t followed correctly based on limited information provided in the complaint. There is a possibility that the user did not follow the technique correctly which led to the complaint condition. No definitive root cause was able to be determined. The issue is likely due to the device interaction between helical blade and tfn nail due to incorrect surgical technique or unknown intra-operative forces. Corrected data: expiration date, date received by MFR. Device history records review was completed for part# 456.318s, lot# h029256. Manufacturing location: (B)(4), manufacturing date: feb 12, 2016, expiry date: jan 31, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming.¿ component parts reviewed: 456.314.3 - lock driver tfn, bp-55 lot - 9853934, 456.315.2 - 130 degree lock prong tfn bp-58 lot - 9966033-3, 9965247-3, 21069 - raw material lot bp-80 lot - 9838522. Raw material was received from (B)(4) incorporated. Product certification provided by (B)(4), raw material receiving/putaway checklist meet specification. Inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.